Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. Customer's blood glucose level was 17 mmol/l at the time of event. Customer's current blood glucose was 25.9 mmol/l. Customer treated high blood glucose bolus. It was unknown whether the customer was using auto mode feature at the time of event. The insulin pump will not be returned for analysis.